Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of undersensing were noted on the device. The device was initially reprogrammed and was subsequently repositioned. Then in a separate follow up, another episodes of undersensing were noted on the device. The event was ultimately resolved by reprogramming the device. The patient was stable with no consequences.